Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing found that the pacemaker did not meet the longevity expectations for this model. Additional analysis of the device memory found that the ventricular auto-capture feature had increased the output. This increase in output resulted in the declaration of the indicators. The device had normal telemetry, pacing and sensing functions. Laboratory analysis determined that this device experienced normal battery depletion, but reached eol due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare elective replacement time (ert) in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the indicator declaration point.

Event description:
Boston scientific received information that this device was found to have reached the end of life and the telemetry session could not be completed. The patient had become fatigued. Technical services was contacted to review the end of life (eol) behavior and it was suspected the patient's symptoms were from the eol programming changes. The device was programmed to high output. The pacemaker was explanted and returned for analysis. No other adverse patient effects were reported.